Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips kept sliding off the cystic duct and were removed using a grasper. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Jaws unable to open; open after assistance the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, during each firing sequence the jaws remained in closed position and the trigger was manually assisted in order to open the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging a battery indicator on his one touch ultra 2 meter. The patient mentioned that he first noticed the battery indicator on his meter at 9:00 am on (B)(6) 2010 . The patient mentioned that since the meter was not working he ate more food/drink. Approximately 1 hour and 40 minutes later he began to exhibit symptoms of shakiness. He went ahead and self-treated with food/drink. He did not seek any further medical attention or contact his physician for assistance. The patient was not tested on another device. The patient denied any misuse of the product. The batteries needed to be replaced; however, the patient did not have replacement batteries. This is not the first time the product was being used. The product was replaced. The complaint is being reported since the patient alleged that due to the battery indicator, he was unable to test and later developed symptoms suggestive of hypoglycemia and had to self-treat with food.